Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the flow probe of the sorin s5 system displayed flow when the arterial line was clamped and there was no flow. There was no report of patient injury. A sorin group field service representative provided a replacement flow probe to the customer so a replacement could be performed by the facility biomedical engineer. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the flow probe of the sorin s5 system displayed flow when the arterial line was clamped and there was no flow. There was no report of patient injury.